Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected system approximately two months after implant. The device and leads were explanted. No further patient complications have been reported as a result of this event.